Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged lumps on breast and, chest pain. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed there was a tape-like material observed on the top enclosure. An unknown dust contaminant was observed on the front panel. The bottom enclosure was missing all non-skid pads. A brown unknown contaminant was observed on the bottom enclosure, under the rear panel, and on the top enclosure. A dark unknown residue was observed on the rear panel. A dust-like contaminant was observed on the bottom enclosure. Evidence of liquid ingress to the blower and blower box was observed. There was a hair-like particle observed in the blower box. A blue plastic-like particle was observed sitting under the blower on the blower box, possibly a filter retention clip. An unknown dust contaminant was observed on the blower and blower seal. Degraded sound abatement foam was scattered throughout the blower box and blower. The degraded sound abatement foam being adhered to the blower impellers likely was causing the high pitch noise observed. A keratin-like substance was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust contaminant and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged lumps on breast and, chest pain . Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.